Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during biliary stenting procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure, the advanix biliary double pigtail stent was stuck and would not withdraw during stent deployment. Furthermore, it was noticed that the stent buckled and had to be removed. The procedure was completed with a different device. There were no patient complications reported as a result of this procedure event. There was no impact to patient's condition at the conclusion of the procedure.

Manufacturer narrative:
Additional information: usage of device.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during biliary stenting procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure, the advanix biliary double pigtail stent was stuck and would not withdraw during stent deployment. Furthermore, it was noticed that the stent buckled and had to be removed. The procedure was completed with a different device. There were no patient complications reported as a result of this procedure event. There was no impact to patient's condition at the conclusion of the procedure.